Manufacturer narrative:
Corrected information: d.4. The lot # is 20023011. D.4. Medical device expiration date: 02/21/2023. H.4. Device manufacture date: 02/21/2020. Device evaluation: a 2420-0007 sample was not available for investigation of this feedback; however the customer indicates that a split was identified to the tubing which resulted in leakage of chemotherapy. In order to assist the investigation, the customer provided a diagram indicating the location of the cut. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20023011 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported leakage; however as the leakage was observed after an hour of infusion it is unlikely that a manufacturing defect contributed to the customer's experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2420-0007 product.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free had a split in the line and leaked cytotoxic fluid. The medication was running through the line at "100mls per hour" for one hour before the leakage occurred. The following information was provided by the initial reporter: "split in line. Patient notified rn to say that fluid had been leaking. Rn noticed a fault/cut in the IV line where the fluid was leaking from. Patient stated he definitely felt the IV ganciclovir running through. When rn commenced flush, didn't notice any leakage. Flush was commenced at same rate as the medication was running 100mls per hour. The medication had been running for 1 hour before leak occurred."

Manufacturer narrative:
The reported lot # [2002311] was not found for the reported catalog # [2420-0007]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free had a split in the line and leaked cytotoxic fluid. The medication was running through the line at "100mls per hour" for one hour before the leakage occurred. The following information was provided by the initial reporter: "split in line. Patient notified rn to say that fluid had been leaking. Rn noticed a fault/cut in the IV line where the fluid was leaking from. Patient stated he definitely felt the IV ganciclovir running through. When rn commenced flush, didn't notice any leakage. Flush was commenced at same rate as the medication was running 100mls per hour. The medication had been running for 1 hour before leak occurred."